Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that there was poor barrier separation after use with an unspecified bd pst blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that there was two separate incidents in which the gel did not spin down correctly. Additionally, on 2020-07-08 the bd sales consultant provided the following additional information: "customer described two instances in which the gel migration did not happen as expected after centrifugation, one on (B)(6) and one on (B)(6). Both samples were drawn in the ed from female patients. The samples are processed on the beckman coulter power express and the automated system cannot tell if the gel has migrated properly. The gel was at the top and the probe went into gel, could not aspirate sample, so the system stopped. The patients were not cancer patients and do not have abnormal proteins. Customer suspects some sort of contamination or drugs that the patient was taking or administered in ed. She does not have access to patient medication, but will ask the pathologist to see if that information can be obtained. We reviewed proper sample handling: mixing, order of draw, centrifugation, etc. To improve sample quality."

Event description:
It was reported that there was poor barrier separation after use with an unspecified bd pst blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there was two separate incidents in which the gel did not spin down correctly. Additionally, on 2020-(B)(6) the bd sales consultant provided the following additional information: "customer described two instances in which the gel migration did not happen as expected after centrifugation, one on -(B)(6) and one on -(B)(6) both samples were drawn in the ed from female patients. The samples are processed on the beckman coulter power express and the automated system cannot tell if the gel has migrated properly. The gel was at the top and the probe went into gel, could not aspirate sample, so the system stopped. The patients were not cancer patients and do not have abnormal proteins. Customer suspects some sort of contamination or drugs that the patient was taking or administered in ed. She does not have access to patient medication, but will ask the pathologist to see if that information can be obtained. We reviewed proper sample handling: mixing, order of draw, centrifugation, etc. To improve sample quality."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific material or lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Based on the investigation results to date, defect was not confirmed as lot number was not reported and no photos or customer samples were provided for evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.